Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020. Information was received that the noise was coming from the blower due to the filter clogging. The service engineer (se) found that the filter was not cleaned and was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jun2020.

Event description:
It was reported that the ventilator had a unknown noise. Additional information about the event has been requested. There was no patient involvement.